Event description:
It was reported that patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to pain. The polyethylene tibial bearing and patella were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."